Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 350mcg per day). The indications for use included intractable spasticity and cerebral palsy. On 2016-nov-03, it was reported that the patient's pump alarmed due to low battery reset. Pump logs indicated that a low battery reset and safe state occurred on (B)(6) 2016. The pump was interrogated, reprogrammed, and then replaced. It was unknown whether any environmental, external, or patient factors contributed to the issue. No patient symptoms were reported, and the patient status was noted to be alive - no injury. The issue was considered resolved.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.